Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The system's universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis (fa) investigation. The unit was tested on an in-house system and failed normal mode because error 319 was triggered during startup. The clockspring fiber was swapped with a new one and error 319 still occurred. The parallelogram fiber was also swapped with new one and the error 319 went away. Both fibers were defective. The original fibers were reinstalled and the errors returned. The unit was tested on a patient side cart fixture test platform (pftp) and passed lissajous, chipencoder virtual absolute (cva) characterization, brake, sine cycle, carriage strength, direction, light emitting diode (led) brightness, insertion buttons, check cannula and carriage switches tests but failed fiber test on clockspring and parallelogram. The root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted gastrostomy surgical procedure, the customer called at the end of the case to report that after they undocked and relocated the patient side cart (psc), the system had a non-recoverable fault. An intuitive surgical, inc. (Isi) clinical sales representative (csr) reported that the error would not impact the completion of this case as the customer was currently closing. An isi technical support engineer (tse) walked the csr through a hard power-cycle; however, there was no change. The csr stated that the customer can disable the system's universal surgical manipulator (usm) 3 to continue the use of the system. The procedure was completed with no report of patient harm, injury, or adverse outcome.